Manufacturer narrative:
Reference: cmp-(B)(4). Product has been received and the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that the item broke during pre-op assembly. All pieces were recovered. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device returned and 2 prongs on the guide screw on the tubercle arm ( left ) have fractured and broke off. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Based on provided information root cause can be determined as wear and fracture due to normal usage if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.